Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, all three safety monitors were switching "off" randomly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. It was found that the safety power module assembly in the safety monitor was defective. It has been replaced from our stock and the monitor was working fine.